Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to troubleshoot the issue with the au5800 analyzer. The fse replaced both buffer valves. During the performance testing the fse also observed that one of the connectors was leaking. The fse stated that the tubing got damaged during the replacement of the valves and is not the cause of the erroneous ise results. The fse also replaced the connector tube. The failure mode was identified as a defective buffer valve. Replacement of the valve resolved the customer¿s ise module issues. The beckman coulter internal identifier is (B)(4).

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective connector tubing. The fse replaced the tubing to resolve the issue. Patient information not provided by customer. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic ise (ion selective electrode) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.